Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they insulin pump had received multiple insulin pump error alarm. Customer¿s blood glucose level was 7.8 mmol/l. Customer stated that they rewind the insulin pump error. Customer stated that they performed self test and reoccurred the insulin pump error alarm. Customer troubleshooting was performed for insulin pump error. The insulin pump will be returned for analysis.